Event description:
A non-union and 4 broken screws were noted on a f/u visit. The 2.4mm/2.7mm lcp x-plate and 2.7mm locking screws (qty 4) were removed. Pt revised to synthes 4.5mm headless screws (qty 4) and 6.5 mm headless screws (qty 3). Explanted hardware was discarded by hosp. Reportedly, pt is a substance abuser. This is report 4 of 5 for this event.

Manufacturer narrative:
The device was not returned, eval could not be completed. Lot number not provided. Device history record review cannot be performed without part and lot number of device.